Manufacturer narrative:
H3, h6: the reported device was received for evaluation. A visual inspection revealed the device was returned in original packaging with the batch number of the complaint on the label. The t1 has been cut from the suture and not returned. The t2 and suture were returned off the needle. The knot has been tightened down. The variable depth straw is not trimmed and is off the device. Bio debris is present. A functional evaluation could not be performed because both implants have already been deployed. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause could not be determined since the reported malfunction could not be duplicated during the investigation. Factors that can contribute to the reported event include failure to fully actuate the device during implantation. Based on this investigation, the need for corrective action is not indicated.

Event description:
It was reported that during an arthroscopy, the ultra fast-fix t2 could not be deployed, the t1 was removed from the patient using tweezers. The procedure was completed using a s+n back up device. There was a delay of less than 30 minutes. No further complications were reported.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).